Event description:
It was reported that the user contacted support to confirm proper sensor function and assess accuracy of ilet blood glucose readings; the agent verified sensor pairing and guided a fingerstick comparison that showed a capillary blood glucose of 224 mg/dl and an ilet reading of 221 mg/dl, consistent with accurate performance. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction and readings consistent with expected performance. It was concluded that the device functioned as intended and that hyperglycemia had an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.